Event description:
It was reported that the pacemaker was tracking atrial flutter at 180 beats per minute and every other p-wave was not seen. The device was reprogrammed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.